Event description:
The doctor called and requested someone to come out to check the customer's insulin pump functionality. Advised the caller to disconnect from the insulin pump and to remove the infusion set from the body. Then the call was disconnected. A follow up was made and the customer reported being in the emergency room with diabetes ketoacidosis and high blood glucose of 475mg/dl. The customer believes that there was a bubble in her tubing which prevented insulin to exit, but the customer did not have any alarms. They kept her overnight and she was released the following day. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.